Event description:
On (B)(6) 2023, initial l2, l3, l4, l5, s1 instrumentation surgery was performed. On (B)(6) 2024, revision l2, l3, l4, l5, s1, sij fixation instrumentation extension surgery was performed. Pre- or post-op x-ray, picture, etc., were not provided. All removed components were not returned for evaluation. Broken s1 screws removed and replaced with larger diameter screws. No harm or injury to the patient was reported before or after the surgery. 01/15/2024 - doctor's operative reports <were provided. The cause is obesity and pseudoarthrosis ( a condition when bones fail to fuse with one another due to the patient's reduced ability to generate bone-producing cells (called osteoblasts) needed for fusion.).

Manufacturer narrative:
The cause of the failure is a non-device related factor such as adverse events related to the patient's condition. The observed implant failure(s), however, can result from excessive loading and/or the absence of fusion within six months post-surgery.